Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Therapy and event date is approximated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-04307. It was reported that patients leads had migrated. The issue started approximately (B)(6) 2019. X-rays revealed that the leads had migrated. To address the issue patient underwent surgical intervention where the leads were replaced and effective therapy was restored.